Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the axes controller platform dual (acpd), the axis motor, and the axes controller platform (acp) to correct the reported event. The system was tested and verified as ready for use. Isi did receive the acp and acpd and the involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The axis motor was analyzed and found to was confirmed, but not replicated. Visual inspection did not find any factor that could be related to the reported event. The unit was installed onto a system and calibrated. The unit was able function as intended with no errors. During calibration, the shoulder axis was put on sine cycle and also did not trigger any errors. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, it was reported that the system repeatedly faulted with a 23095 error. The technical support engineer (tse) guided the staff through a hard power cycle, but the error persisted. The or staff brought in another patient side cart (psc) from system rsk8160, but it had a different software level. They then brought in a psc from system rsk8159 and were able to continue the procedure.